Event description:
It was reported that during an ultrasound guided biopsy procedure, when priming the device the inner stylet needle was not visible when retracted back inside of the cutting canula. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the stylet and cannula were returned in their initial positions (not primed). The sample was not cocked, as the arrow could not be seen in the ready window. The cannula appeared to be extended further up the stylet than typically position in initial state. The device was functionally tested by twisting the rotational knob once and the cannula was retracted and locked into place. The rotational knob was turned once more and the cannula would release from the primed position. Further functional testing could not be performed. The device was disassembled and the internal components were examined. The cannula hub and tangs were found to be broken. The investigation is confirmed for a break, as the cannula hub and tang were found to be broken on the returned sample. The investigation is confirmed for failure to prime, as the device could not be primed during functional testing. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.